Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were abundant throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the junction between the luer adapter and the proximal extension tubing. Microscopic inspection of the split revealed a sharply defined irregular fracture surface. The fracture surface exhibited a granular fracture surface and beach markings. Material buckling was observed in the vicinity of the break. The fracture features and material buckling were consistent with material fatigue. The location of the damage and the directionality of the beach markings suggested that the fatigue was caused by repetitive torsional (twisting) stress. Access, de-access and sanitation technique likely caused/contributed to the damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the port site was leaking from the extension tubing of the needle. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the port site was leaking from the extension tubing of the needle. No other information was provided.